Event description:
It was reported that an ilet bionic pancreas user experienced repeated pairing failed alerts when attempting to connect a dexcom g7 continuous glucose monitor (cgm) to the ilet, consistent with an intermittent communication failure involving the electrical and magnetic subsystem and the antenna; the user restarted the ilet, toggled the sensor, and ultimately started a new sensor that successfully entered pairing and subsequently paired. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between devices consistent with an intermittent communication failure associated with the electrical and magnetic subsystem and antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure of an external device.